Event description:
It was reported that (1) er320 device was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the clip applier er320 was not completing firing cycle smoothly, and fired clips inconsistently during a laparoscopic cholecystectomy. The product jammed closed and couldn't be opened. The staff opened another clip applier and the case was completed. There was no consequence to the pt.